Event description:
Procedure type: thoraco/wedge/segmental resection. According to the reporter: on the 2nd and 3rd firing, the stapled tissue was torn. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).